Event description:
It was reported that a patient performing peritoneal dialysis therapy experienced a leak from the patient of their cassette. The leak was reported to be from the patient line "where it connects to the catheter." It was reported that dianeal solution leaked onto the patient. This event was reported to occur during patient use, after the patient line was primed. No injury or medical intervention was reported for this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported leak. A batch review was conducted for lot number h14g12053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.